Manufacturer narrative:
A partial lead with the connector portion measuring 13.9 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-04783; 2938836-2019-04785. It was reported that the patient expired, the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device.